Manufacturer narrative:
Manufacturer reference: (B)(4). Since catalog# is unknown the 510(k) could be either k061815 or k073374 or k090140. Investigation is still in progress. Manufacturer reference: (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2009 at (B)(6) hospital, (B)(6)". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.